Event description:
While using tenaculum forceps during a robotic procedure,one piece of metal came apart into the patient's abdomen. Surgeon was able to retreive the piece from the patient's abdomen without any trauma to the patient.